Event description:
It was reported that during use of the acumen iq cuff, the device displayed only beat to beat blood pressure and could not be adjusted to show additional parameters under the settings menu. The monitor provided continuous beat to beat blood pressure but no hemodynamic data, requiring the clinician to use the hemosphere monitor, which also supports flotrac when used with the acumen clearsight cuff. A significant discrepancy was noted between the acumen iq readings and the non invasive blood pressure nibp cuff, with the acumen iq systolic and mean arterial pressure map values measuring 60 to100 points higher. Relocating the acumen iq cuff to the same arm as the non invasive blood pressure nibp cuff did not resolve the discrepancy. Due to the inconsistent values, the clinical team elected to place an arterial line. Once placed, the arterial line was connected to the acumen iq sensor, and its systolic and mean arterial pressure map values aligned with the non invasive blood pressure nibp cuff, which remained on the same side. The non-invasive blood pressure nibp cuff was then moved to the opposite arm before proceeding with the case. There was no allegation of patient harm was reported in connection with this event.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available.

Manufacturer narrative:
One acumen iq cuff adult was returned for evaluation. The report of inaccurate pressure values was not able to be confirmed. Finger cuff inflated, zeroed and sensed pressure on hemosphre without any problem. No visible damage was noticed from the returned unit. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue was not confirmed through product evaluation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.